Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that, shortly after implant, this right ventricular (rv) lead exhibited high out of range pacing impedances greater than 2000 ohms. All other electrical parameters were stable. An x-ray was obtained that revealed the helix of the lead was not fully extended and the lead position had changed. A revision procedure was performed to replace the rv lead. During the procedure, the physician attempted to extend and retract the helix mechanism without success. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.